Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted urology ureteral reimplantation surgical procedure, a repeated recoverable fault occurred on set up joint (suj) 3. The system had been power cycled multiple times without success. An intuitive surgical, inc. (Isi) technical service engineer (tse) recommended to disable universal surgical manipulator (usm) 3; however, the customer stated they required all four usm arms. The tse guided changing the arm to different height positions, but the same fault persisted. It was stated that the surgeon requires 4 usm arms for the planned procedure therefore decided to proceed to open surgery. Isi contacted the isi clinical sales representative and obtained the following information: the reason for the conversion to open surgery was that the universal surgical manipulator (usm) was non-functional, and the procedure required 4 arms. There was no patient injury as a result of the conversion to open surgery.